Event description:
Pt came to interventional radiology for coiling of right mca aneurysm. Pt was intubated prior to procedure. After placement coil #2, coil #3 was attempted to be placed. However, it became stuck within the catheter and then prematurely detached. While trying to remove coil, which was partially within the aneurysm, the coil was dislodged from the catheter and formed a coiled loop within the mi segment of the right cerebral artery. Multiple attempts of retrieving the coil were made and unsuccessful.